Event description:
Boston scientific was notified that during the procedure the gdc 10-soft synerg detection circuit broke while in the excelsior sl-10 microcatheter. No complications were reported with the pt as a result of this event.